Event description:
Per the clinic, the patient experienced an infection at the abutment site, and was treated with oral and topical antibiotics (specific date and duration not reported). The patient was placed under a general anaesthetic on (B)(6) 2020, in order to revise the skin and change the abutment.